Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) compressed, the light guide cable compressed, the objective lens unit cracked, the ccd module distorted image, the angle wire play, the segment crushed, the bending rubber leak, the root brace rubber discolored, the lg root brace rubber discolored, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.